Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 564 mg/dl. The current value of blood glucose level was 564mg/dl. Customer reported insulin pump was not working. Customer feel ok with troubleshooting. Customer did not provided any information about the symptoms due to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown about auto mode status. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.

Manufacturer narrative:
Retainer ring = black. Patient returned device for an alleged blank display observed on august 26, 2022. Device received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Device was cut open to perform visual inspection and found moisture damage on the electric board and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Device failed to download history files and traces due to flashing medtronic logo. Exposed to moisture confirmed. Unable to test for high blood glucose due to flashing medtronic logo. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.